Manufacturer narrative:
The scope was not returned to olympus for evaluation. As part of our investigation, an endoscopy support specialist (ess) visited to the user facility to observe the staff¿s reprocessing practice and provide a reprocessing training. The ess reviewed the pre cleaning, leakage testing, manual cleaning and proper placement of the scope in the reprocessor. The ess recommended to autoclave the bf-q180-ac so it can be used in the or as recommended (sterile), as the staff only high level disinfect this scope in the medivators advantage. The ess observed the staff utilizes the simens/simatic sink to flush detergent automatically on all the flexible scopes after performing suction during the manual cleaning process. Additionally, the staff performed all the reprocessing steps properly including the disinfection of the sink between scopes with a sani-cloth. They also inspect the endoscopes biopsy channels after the drying with the inspektor CT mini camera. The user facility was working with the infection control coordinator to obtain additional information. To date, no information was provided. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. Medwatch report 8010047-2019-03024 was submitted for report 1 of 3.

Event description:
The user facility reported that an unspecified patient¿s culture tested positive with burkholderia cepacia following the use of the scope. The user facility staff reported that they do not believed the scope caused the infection; however, out of an abundance of caution, a decision was made to have the scope cleaned and inspected before putting it back into service. Scope was cleaned then high level disinfected in their automated endoscope reprocessor (aer) machine prior to shipment to olympus. There was no reported issue with the aer. The user facility reported that during their internal investigation, they determined that there were a total of three patient infections; involving three different scopes. This is for report 2 of 3.